Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Initial reporter establishment name- (B)(6).

Event description:
It was reported that the subject device had blackout error. The event was identified at service / maintenance. There were no reports of patient involvement.